Manufacturer narrative:
(B)(4).

Event description:
Pentax medical was made aware of a complaint that occurred on (B)(6) 2021 in the reprocessing room after use in (B)(6) within the (B)(6) region. The reported complaint of a the bending rubber is cut and the steelbraid segment poked through the ift[insertion flexible tube] , involving pentax medical fiberscope, model fnl-10rp3, serial number (B)(4). No serious injury or death of a patient or user was reported. The investigation is in-process as of 15-may-2015..